Event description:
This is a spontaneous report by a homecare nurse from (B)(6) of peritonitis recurrence in a female patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient had cloudy effluent and abdominal pain. On the same day, peritonitis was diagnosed. The patient was not hospitalized for the event. On (B)(6) 2010, the patient began treatment with cefazoline 1 gram ip daily and ceftazidime 1 gram ip daily. The reporter stated that this peritonitis was probably a recurrence from the previous peritonitis on (B)(6) 2010. According to the nurse, antibiotic therapy would be ongoing until the peritoneal effluent culture results became available. Pd therapy was ongoing, with dose unchanged. The homecare nurse considered the event of peritonitis recurrence was unlikely related to extraneal and physioneal. Follow-up with the nurse on (B)(6) 2010 showed on an unreported date in 2010, the patient recovered from the peritonitis recurrence. Upon follow-up with the nurse on (B)(6) 2010, extraneal viaflex (lot number 10h23g41) was added as a suspect product.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.